Event description:
On (B)(6) 2011, it was reported that an error was made in programming the pump at the last refill. The morphine concentration should have read 40mg/ml with bupivacaine 15mg/ml, but it read 20mg/ml with bupivacaine 15mg/ml. No signs or symptoms were reported. Intervention was reported as reprogramming/refill/bolus with concentration and rate adjustment on (B)(6) 2011. Additional information has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).